Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite bronchovideoscope, exhibiting compromised image and having pinhole in the forceps channel. Upon inspection and testing of the customer returned device, scope exhibited b30 scope communication error. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b30 (scope communication error) occurs, water tightness not maintained due to perforation of the forceps channel, bending angle insufficient due to elongation of the angle wire, flexible tube of the insertion section crushed, liquid leak recognized in the scope connector, and liquid leakage observed in the vent metal. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by a failure of the image sensor unit, of the scope connector unit (including the internal electrical board and the mounted electrical parts), and/or a failure on the system side. Olympus will continue to monitor field performance for this device.